Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the atrial lead had dislodged completely. The atrial lead was repositioned. Additionally, the physician elected to reposition the right ventricular (rv) lead during the same procedure as the rv lead¿s thresholds had increased since implant. Both leads were successfully repositioned and remain in use. No patient complications have been reported as a result of this event.